Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for the electrode is november 5, 2015.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while at a graduation ceremony. The patient went to the clinic and interrogation of the s-ICD revealed that the episode was caused by noise being oversensed. The shock impedance measurement was in normal range. The data was sent to boston scientific technical services (ts) and a ts consultant discussed that the type of noise is consistent with an inadvertently slightly loosened setscrew. Further testing noted that the noise was only observed on the secondary and alternate vectors and not the primary vector; further evidence indicating a loosened setscrew. Additional troubleshooting was discussed, including programming the s-ICD to the primary vector. The s-ICD and electrode remain implanted and in service. No adverse patient effects were reported.